Event description:
Laparoscopic appendectomy - "dr steven kennedy performed a lap appendectomy on his patient. During removal of the appendix, it was placed in an applied inzii retrieval bag. As bag was removed and pulled through the incision, the bag came out of the incision in 2 different pieces. Staff working case, stated, that the bag looked like it split apart at the seam."

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed engineering. A final report will be sent within thirty days once the results have been analyzed.